Manufacturer narrative:
Investigation completed 12/14/2017. Device history review showed no anomalies that could be associated with the reported failure. The fault was confirmed. The device requires replacing turret (401107 and mirror holder (005252). There has been no manufacturing deficiency identified.

Event description:
Console burning, no further information provided.